Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode exhibited high shock impedance measurements of 124 during implant following delivery of a 10 joule shock. Boston scientific technical services (ts) recommended verifying electrode placement. The implant procedure was completed and the patient discharged. Review of the electrode 12 days later noted suboptimal placement. A revision procedure was performed. The electrode was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.